Manufacturer narrative:
The product has not returned for analysis, however, a pictures were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter and blood clotting was found. It was reported blood clotting was found on proximal electrode of the qdot micro¿ catheter. There were no error messages presented by the systems and no temperature or flow issues. The patient was anticoagulated. Activated clotting time (act) was every 10 minutes. Heparinized with normal saline. The correct catheter settings were selected on the generator and the pump was switching from low flow to high flow during ablation. There was no patient consequence. The patient has not exhibited any neurological symptoms and the physician did not consider the clotting to be excessive.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter and blood clotting was found. It was reported blood clotting was found on proximal electrode of the qdot micro¿ catheter. There were no error messages presented by the systems and no temperature or flow issues. The patient was anticoagulated. Activated clotting time (act) was every 10 minutes. Heparinized with normal saline. The correct catheter settings were selected on the generator and the pump was switching from low flow to high flow during ablation. There was no patient consequence. The patient has not exhibited any neurological symptoms and the physician did not consider the clotting to be excessive. Device investigation details: a picture was received for evaluation following biosense webster's procedures. According to the picture provided by the customer, the picture does not provided sufficient information related to the reported issue by the customer, therefore no results can be obtained from it. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The customer complaint was not confirmed based on the picture received. The device has not been returned for analysis and a root cause cannot be assigned based on the current evidence. Note: the full UDI has now been provided under field d4. Primary UDI number. Note: h6. Investigation findings code of ¿appropriate term/code not available (c22)¿ used to represent the photo analysis results. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref.#: (B)(4).